Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse reproduced the issue. The fse replaced the vision side cart's power tray assembly. Isi did receive the da vinci product involved with this complaint; however, failure analysis has not been completed at this time.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy w/ lymphadenectomy surgical procedure, the system displayed error code 86. The error was not resolved by a power cycle. The customer received phone assistance from the technical support engineer (tse). The tse confirmed error code 86 in the system logs, pointing to the power distribution (ipd) board and another error fault related at patient side manipulator (psm) 3. To resolve the issue, the tse recommended performing a vision side cart (vsc) and patient side cart (psc) hard power cycle, which resolved the problem. At an unspecified time during the procedure, the field service engineer (fse) checked on the user and confirmed that the issue recurred. The surgeon elected to convert the procedure to laparoscopic surgery. There was no reported patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system initially powered on without errors. The surgery was cancelled midway through the procedure. The redundant power tray assembly was returned for failure analysis but the reported failure could not be replicated. The errors were confirmed and verified via log review. The unit was tested on a test system, programmed, and the system started at normal mode with no errors. The unit was power cycles 10 times and all passed. The unit remained on the system for 1 hour in normal mode, with no failure. However, during idle, the unit logged error 1102.